Event description:
During an unspecified procedure on the rectum. The insturment did not close. The surgeon used antoher instrument to complete the procedure. No pt injury was reported.

Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA.